Manufacturer narrative:
Patient's age is unknown, however, the patient is over 18 years. (B)(4) for the reported event of catheter was ripped. The complainant indicated that the device was disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a stone removal procedure. According to the complainant, during the procedure, it was noted that the catheter was ripped at the distal pierce hole. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.